Event description:
The user's hearing performance with the device is affected after a trauma to the head. The user will follow up with the clinic to for imaging and to determine the necessary next steps.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Imaging and further steps are planned but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. The recipient was re-implanted, but the device is not available for investigation.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. The user will follow up with the clinic to for imaging and to determine the necessary next steps.